Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert for a high out-of-range shock impedance measurement of 125 ohms. The shock impedance trend was noted to be stable within upper normal limits which boston scientific technical services (ts) explained is not uncommon for a single coil lead such as that implanted. Ts also noted no evidence of noise was found on the rv channel in episodes stored to the device or during provocative maneuvers at follow-up. The alert threshold was increased to 150 ohms and patient discharged home for continued monitoring. No adverse patient effects were reported. This system remains in service.